Event description:
The surgeon was performing a unicondylar knee replacement using the mako robotic arm interactive orthopedic system (rio), which resulted in the resection of femoral post holes by the surgeon outside of the plan. The surgeon determined that the proper course of action was to use bone graft material in the lateral post holes and subsequently burr new post holes manually. The procedure was completed successfully and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the investigation revealed that the root cause for the resection of the post holes outside of the plant was due to movement of the tracking array during the resection of the femoral surface.